Manufacturer narrative:
Based on the available information, richard wolf gmbh consider this case to be a reportable serious injury.

Event description:
It was reported that during a holep (holmium laser enucleation of the prostate) procedure, the motor control unit failed. A visual message in german language displays on the screen. Translation: "'caution! "Power control" device error!". Also, advising user to contact an authorized service technician. Anytime it is turned on it will sound the alarm with the visual message display. The reported "power control error" issue caused a delay of approximately two-hour during the surgery and placed the patient at risk due to prolonged anesthesia. The issue occurred at the end of the procedure and did not result in any injuries to the patient or other personnel.